Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2013 due to pain. Operative report noted the presence of clear benign appearing fluid, fibrous tissue, and a loose acetabular cup with no bony ingrowth. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor¿s acetabular components and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-02396 /-02397 /-06818).